Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from their left ventricular (lv) lead. It was additionally noted that the lv lead thresholds were rising. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The leads remain in use. No further patient complications have been reported as a result of this event.